Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had open book image. The blood glucose level was 109 mg/dl at the time of incident. Customer reports they received the open book image on the pump screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with missing segments or partial display due to moisture damage on the electronic and motor assemblies. Device was received with a critical pump error alarm due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error alarm. Moisture damage was also found on the motor and force sensor during visual inspection.